Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing using an in-house retained kit of the complaint lot. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot did not identify an increase in complaint activity. The ticket trending review for the alinity I stat high sensitivity troponin-I assay did not identify any trends related to the complaint issue. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 74102ud00 and complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of complaint lot 74102ud00. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitivity troponin-I reagent lot 74102ud00 was identified.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result generated on the alinity I processing module for one patient sample. The following data was provided (customer's reference range is < 3 ng/l): on (B)(6) 2025 at 11:30 am, sid (B)(6): initial run = 81.1 ng/l, physician ordered a 2-hour troponin-I test and result was < 3 ng/l, the customer stated the patient sample from 11:30 am was rerun and the result was < 3 ng/l on both instruments. All quality control (qc) were in range. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result generated on the alinity I processing module for one patient sample. The following data was provided (customer's reference range is < 3 ng/l): on (B)(6)2025 at 11:30 am, sid (B)(6): initial run = 81.1 ng/l. Physician ordered a 2-hour troponin-I test and result was < 3 ng/l. The customer stated the patient sample from 11:30 am was rerun and the result was < 3 ng/l on both instruments. All quality control (qc) were in range. There was no impact to patient management reported.